Event description:
Customer requested assistance with inserting the sensor. During the insertion process, the serter is pulling off the entire sensor. The blood glucose reading is 349 mg/dl. Customer treated with the insulin pump. Customer was low this morning; treated with candy and glucose tablets making the blood glucose high. The needle hub is stuck in the serter. Advised customer that the serter must be relaxed against the body between button presses or it will have difficulty releasing the hub. Nothing further reported.

Manufacturer narrative:
Analysis not required due to the complaint being related to enlite serter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.